Event description:
It was reported that the customer had low blood glucose levels of 26 mg/dl. It was reported that the paramedics were called in to treat the customer and bring up his blood glucose levels. The customer was also brought to the hospital and was given glucose intravenously. Troubleshooting was done. The customer reported that insulin was squirting out from the insulin pump during prime prior to the hospitalization. The customer was reluctant to return to insulin pump therapy and would like to get a new insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).